Event description:
A non-healthcare professional reported that during a cataract surgery with an intraocular lens (iol) implant procedure, noted the tearing of one of the haptics. They removed the lens and the cartridge had a plastic chip, which caused the tear. The lens is removed and replaced with unspecified iol. They later reported that the patient had a subconjunctival hemorrhage. There was no medical intervention and no hospitalization required. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The used company cartridge was returned taped to the intraocular lens (iol) extra label set. Viscoelastic was observed. The nozzle had an aneurysm on the bottom right. The aneurysm extended into the tip. The large aneurysm on the bottom of the tip was torn open from mid-tip to the end. This damage would indicate a plunger under-ride occurred. The used company cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Scrape marks were observed that may have been caused by the plunger. The lens was discarded by the facility. Complaint and product history records were reviewed, and documentation indicated the product met release criteria. Qualified associated products were indicated. The reported lens damage could not be verified. The lens was discarded by the facility. The root cause for the reported broken haptic could not be determined. However, the company cartridge damage would indicate a plunger underride occurred. The cartridge had excessive damage. The returned company cartridge nozzle had a large aneurysm on the bottom that traveled into the tip. The large aneurysm tore at mid-tip to the end of the tip. The damage on the bottom of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The instructions for use (IFU) instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens/plunger are not positioned correctly for advancement. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical devices (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).